Event description:
Reportedly, the patient was implanted with hardware on (B)(6) 2009 and the patient was returned to the o.r. On (B)(6) 2011 for removal of hardware.

Event description:
A hospital in (B)(6) reported a patient was implanted with a plate (B)(6) 2009. The plate was noted as broken after 13 months. The patient was returned to the or for removal and revision to another plate.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.